Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet was not returned with the lead. Visual inspection found the distal conductor distorted within connector pin. The lead was stretched with the inner insulation pulled apart at distance 4 cm measured from the proximal of the lead causing both distal and proximal touching together. Guidewire coating visible on the lead. Photos taken and saved. According to the finding and the anomalies described in the event, it is likely that the distortion of the distal conductor within is-1 connector pin was happened when the doctor over-rotated the is-1 pin and that prevented to withdrawn the stylet out of the lead during the procedure. When the doctor applied forced to remove the stylet from lead that caused the lead stretching and damage the inner insulation.

Event description:
It was reported that during the implant procedure the stylet was stuck in the lead. The stylet was removed with excessive force and a new stylet was used. The new stylet could not be advanced either. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.